Event description:
It was reported by the customer that pyxis medstation es system door was not unlocking. The customer reported that they were able to send the medication pocket through pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that doors had failed. A field service engineer conducted an inspection and discovered that objects were obstructing the bin, which resulted in the door becoming jammed. Additionally, the doors were making a clicking sound. The engineer resecured all latches. The system functioned as intended after the field service engineer troubleshot the device.